Manufacturer narrative:
Concomitant medical devices: 5076-58, lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a polarity switch. It was aso reported that the rv lead exhibiting a large number of sensing integrity counter (sic) oversensing episodes and noise. The rv lead was reprogrammed and later inactivated. No patient complications have been reported as a result of this event.